Manufacturer narrative:
Corrected d4 additional medical information was requested, however the reporting doctor is not able to provide any additional event information. A review of the system log data indicated the handpiece and system performed as expected. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all manufacturing requirements were met during manufacturing. The treatment data card log was returned for evaluation. Tip unavailable for return. Based on the evaluation of the data, the system and handpiece perform as expected. Over treatment of sensitive area such as the eyes can cause nerve over-stimulation. The user must also select the correct tip size for area they are treating. Based on the available information, altered sensation or nerve over-stimulation are known possible effects of treatment.

Manufacturer narrative:
Additional medical information has been requested, but not received. The doctor has discarded the treatment tip. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that a patient received a laser treatment and approximately three weeks post treatment they contacted the physician to inform them they have developed an eye tremor. The physician who performed the treatment believed the cause of the tremor was lack of magnesium, and suggested the patient take some. Ten days later the patient contacted the reporting physician to inform them they are currently under an unknown treatment with a neurosurgeon for possible nerve damage. The reporting physician does not have specific treatment information. Additional medical information was requested, however not received.